Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Event description:
It was reported that the stopper popped off during blood draw with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: it is reported stopper popped off during blood draw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper popped off during blood draw with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: it is reported stopper popped off during blood draw.